Event description:
It was reported that during an unspecified treatment procedure, the needle on the gauge of an encore inflation device stuck and would not go beyond 20atms. There were no patient complications. Additional information has been requested, but has not been obtained.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of this event has been determined to be handling damage as it is most probable that the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation.(B)(4)